Event description:
During the evaluation process for a non-reportable issue, broken occluder feet on the returned transfer set sample were noted. No patient injury or medical intervention was associated with this incident.